Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-01551. It was reported that one of the patient's leads had high impedances. As a result, the patient lost effective therapy. Surgical intervention was undertaken to address the issue. During the procedure the physician damaged the patient's second lead. As a result the patient's scs system was replaced. Effective therapy was established post operatively.